Event description:
It was reported that (1) device was used during a laparoscopic right colon resection. It was reported by the rep that during the insertion of the lcs15 the surgeon noticed a tear in the outer gasket of the 512sd trocar. A new trocar was opened and used to complete the case. There was no consequences to the patient.